Event description:
It is reported that the pt is experiencing pain and swelling ever since hip replacement surgery. Revision surgery is scheduled for (B)(6), 2011.

Manufacturer narrative:
Evaluation summary: no info detailing a medical investigation as to the cause of the pain is provided. Post-operative x-ray reports are provided that indicate well fixed prosthesis' at the time of implantation. Pain can be caused for a variety of reasons some of which are given here: dislocation of the joint, infection, soft tissue impingement of the prosthesis, pseudo tumors due to particulate debris, leg length / offset discrepancy, loosening of the prosthesis, fracture / breakage of the prosthesis. With the info provided, no root cause for the pain experienced by the pt can be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened.